Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a dilatation procedure in the heavily calcified, occluded shunt, the fox sv balloon ruptured at 6 atmospheres during the first inflation. The catheter was removed and another fox sv was used to further dilatate the lesion. There was no adverse pt effect. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.